Event description:
It was reported on an unknown date that a patient sustained a fall from a stand-up height post left femur open reduction internal fixation (orif). The evaluation revealed a periprosthetic fracture of the left proximal femur. A decision was made to remove the hardware and revise the construct. One cortex screw was broken on removal; the fragment was not retrieved from the bone. The patient's status following the procedure was not provided. The surgery was completed and there was no surgical delay reported. This is report 4 of 6 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). Date of event is unknown. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 135° dhs plate-standard barrel 4 holes was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Also a review of the raw material device history record shows revealed no complaint related anomalies. This order met all dimensional and visual criteria at the time of release with no issues documented. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.